Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02219. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure. Patient's age, weight and gender were not provided. According to the complainant, during the procedure the blue sheath grip detached from the outer sheath of two of the resolution clip devices. Due to the detachment of the sheath, the nurse was unable to advance the clips out of their sheaths. The exchange of the devices during the procedure caused a delay of approximately two minutes. A third resolution clip was used to complete the procedure. There has been no report of complications or injury as a result of this event. The patient's condition post procedure was reported as fine.